Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt rec'd his scs system on (B)(6) 2009. It was reported that about one month later, the pt felt a tingling sensation and random shocks in his arm/legs upon turning off his ipg. Pt reprogramming efforts were unsuccessful in resolving the issue. The pt continued to feel the tingling sensation when no stimulation was produced from the ipg. The pt is scheduled to see the physician for eval. No further info is available at this time.